Manufacturer narrative:
Unit received with no button response due to unlocked lcd keypad connector. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no button response. No frozen screen noted and time clock advances properly. Unable to verify battery out limit alarm due to unresponsive buttons. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer had received a battery out limit alarm. The screen was stuck on the battery out limit alarm. The customer stated that the insulin pump's screen had also been stuck on a check blood glucose alert. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated that the insulin pump alarmed after the battery change. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer was unable to clear the alarm. The customer was advised to observe the time clock for one minute. The customer verified that time advances. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.